Manufacturer narrative:
The issue was observed during startup of device. It was reported that a hl20 twin pump displayed the error message ¿head¿. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair. The optical tacho board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. However the reported error message was already investigated in a similar complaint by the getinge life cycle engineering on (B)(6) 2019 with the following outcome: the most probable root cause could be determined as a broken wiring of the optical tacho board. The review of the non-conformities has been performed on (B)(6) 2024 for the period of (B)(6) 2017 to (B)(6) 2024 . It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-10-06. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was onsite for further investigation. The fst found that the optical tacho board is defective and needs to be replaced. The repair is ongoing. As soon as new information becomes available a follow up medwatch will be submitted.

Manufacturer narrative:
A getinge field service technician (fst) will be sent onsite for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. This event occurred on the india market on a significantly similar device to hl20, which is sold in the us. For d4 unique identifier (UDI) number, primary di number has been used for base unit, hl20 with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
It was reported that a hl20 twin pump displayed the error message head during start-up of device. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).